Event description:
The customer reported that she visited her general practitioner who diagnosed her with cellulitis. She was put on antibiotics and was told to apply moist heat to the infected site. Her blood glucose levels ranged from 48 mg/dl to 182 mg/dl during the 3 days the pod was worn.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported doctor's visit for the patient's site irritation. Lot qualification and sterilization records were reviewed and the product lot met all acceptance criteria.